Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case cracked on corners. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process and occlusion test were performed. Investigation could not duplicate the customer reported problem ?time base bgnd test?. According to the investigation, the reported problem was caused by the detected time not running correctly. The investigation replaced the main board as a preventative measure, replaced top case due to physical damage, cleaned, greased, and calibrated the device. Performed power up process, pm and all functional tests passed. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited time base error intermittently. No reported adverse effects.